Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose of 518 mg/dl at the time of the incident. The customer was at 500 mg/dl at the time of the call. The customer used manual injections to treat the highs. The customer experienced symptoms such as not feeling well. The customer was wearing the insulin pump during the incident. The customer thought their carb ratio was off. Troubleshooting was not completed as the customer declined. The customer also had highs for about a week. The customer was having lows of 55 mg/dl in the mornings and changed their settings and now they were going high. The insulin pump will not be returned for analysis. Frn-mmt-332-reservoir.